Event description:
It was reported that during reprocessing a mega needle driver instrument, wires were coming out of the tip of the instrument there were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. An additional observation not reported was that the instrument grip cables were derailed. Both grip close cables were derailed at the distal idler pulley. The frayed grip close cable was exposed on the outside of the pulley. The other grip close cable on the opposite side of the distal clevis was seated on the wrong half of the pulley groove. This cable was also not seated in the grip hub cable groove. Grip open/close motion would not be precise or intuitive due to the derailments. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.